Event description:
It was reported that the pump was programmed to deliver 5.9ml/hr of precedex at 23:27. Around 01:10, the rn found the bag almost empty. The pump was paused and the charge nurse was called to verify the settings. The event occurred in the medical intensive care unit (micu). There was no patient harm. Later upon testing in the biomedical engineering, the problem was duplicated twice. No cracks were visually seen on the door hinges, platen, or membrane.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of over infusion reproduced. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, on the reported event date, the suspect device was programmed to infuse dexmedetomidine (precedex) at a rate of 5.9 ml/hr. The suspect device was channeled off prior to infusion completion for unknown reasons. No obvious programming errors were noted. Volume recorded infused= 9.465 ml. Device inspection: the incident administration set was not returned and could not be inspected. Lvp sn 15484388 was received in good condition. The instrument seal was intact. Dried fluid was observed on the right (male) iui and the left (female) iui. Damage observed on the right side of the lighthouse which is indicative of an impact event. One rubber foot observed missing. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. Platen observed in good condition (date code: (B)(6) 2018) membrane observed in good condition (date code: (B)(6) 2018). All plastic snap rivets were accounted for; however, pieces of a broken snap rivet were found during disassembly of the device. Snap rivet in the logic board was observed cracked. Snap rivet in the platen observed broken, pieces intact. Bezel was observed in good condition. Root cause analysis: the root cause of the complaint of over infusion was identified as foreign material (snap rivet) impeding the function of the pumping mechanism assembly preventing the occluders from fully pinching off the tubing, allowing for uncontrolled flow. Device history review: review of the source device (sn (B)(6) ) service history record showed the device had a manufacture date of (11feb2019). A review of the device service history record was performed beginning from the date of manufacture to the present date (16nov2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race and ethnicity: na/ not hispanic or latino. Admitting diagnosis: hypercapnic respiratory failure.

Event description:
It was reported that the pump was programmed to deliver 5.9 ml/hr of precedex at 23:27. Around 01:10, the rn found the bag almost empty. The pump was paused and the charge nurse was called to verify the settings. The event occurred in the medical intensive care unit (micu). There was no patient harm. Later upon testing in the biomedical engineering, the problem was duplicated twice. No cracks were visually seen on the door hinges, platen, or membrane.